Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was reportedly asymptomatic and called the fire department, and the fire department called the ambulance. The patient did not check her cgm receiver nor prick her finger for bg measurement at the time of event. No alerts or alarms was being provided from the cgm display device. At an unspecific time, the patient arrived in the hospital. A fingerstick was taken at the hospital and the bg reading was 500 mg/dl and no cgm reading was documented. Treatment was given; however, the patient declined to provide information or details. Tests were performed and medication was reportedly assumed to be given. The patient was hospitalized due to high blood glucose and was discharged after 4 days. The patient declined to answer questions and declined to provide further information. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator at the time of event. There were not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was tested at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.